Event description:
Note: this report pertains to one of two complaint resolution clips used in the same procedure. Manufacturer report # 3005099803-2013-02628 addresses the first, while manufacturer report # 3005099803-2013-02629 addresses the second. It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, two clips were deployed on to the tissue, however the clips would not release from the catheter. The clips were pulled off the tissue and the case was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
It was reported that the patient was over 18 years old. (B)(4) for the reported event ot clip would not release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.